Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Event description: during a total knee mako case it was noticed at bone prep that some of the discs on the femoral array were not all the way down. The femur array was flashing in and out and we cleaned the disc and pushed 2 discs down and cleared the issue with the array. After making the anterior, anterior chamfer, posterior, tibial cuts. We went to cut posterior chamfer and distal cut and the robot was off by 3.7mm on the femoral checkpoint. We went back walked the bone and noticed it was deep on the distal portion of the bone that was uncut. Any information regarding this case would be great. When using planar probe all other cuts were perfect to the CT scan anterior, anterior chamfer. Surgeon had to bail to a manual case. Surgical delay 16-30 minutes. Case type: tka.

Manufacturer narrative:
An event regarding inaccurate cuts and vizadisk placement during a total knee procedure involving 3.0 rio robotic arm mics, catalog: 209999 was reported. A review of the DHR associated with rio 397 found quality inspection procedures successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate bone resection and improperly seated vizadiscs. There were no other reported event for the listed catalog number. Since the viza disc were pushed to fix them on the femoral array, in the middle of surgery during bone prep. The femur checkpoint didn¿t pass per the event details and the femur registration accuracy was lost per the logged message in vp log file. Therefore the robot was not used any further to complete the surgical procedure. The surgery was delayed by 16-30 minutes and completed manually. The hardware and software logs have no errors that indicate system failure.

Event description:
Event description: during a total knee mako case it was noticed at bone prep that some of the discs on the femoral array were not all the way down. The femur array was flashing in and out and we cleaned the disc and pushed 2 discs down and cleared the issue with the array. After making the anterior, anterior chamfer, poserior, tibial cuts. We went to cut posterior chamfer and distal cut and the robot was off by 3.7mm on the femoral checkpoint. We went back walked the bone and noticed it was deep on the distal portion of the bone that was uncut. Any information regarding this case would be great. When using planar probe all other cuts were perfect to the CT scan anterior, anterior chamfer. Surgeon had to bail to a manual case. Surgical delay 16-30 minutes, case type: tka.